Event description:
It was reported that ongoing intermittent occlusion alarms occurred. System check was performed by tandem clinical support (tcs) and reportedly, the customer ¿occasionally noticed large air bubbles in the cartridge¿ and was using cold insulin. Tcs informed the customer to always use room temperature insulin per the user guide. Customer changed cartridge and infusion set to address the issue.